Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that pairing failure occurred. On (B)(6) 2026, the patient experienced a paring failure. The patient was found unresponsive at approximately 11:00 am, and required emergency medical services (ems) evaluation and hospital transport. At the hospital a fingerstick reading was taken that was over 500 mg/dl. He was treated with insulin injection and hospitalized for 2 days and released fully recovered. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.